Event description:
Physician used two separate papillotomes to make incision in common bile duct. The physician stated needle tips (5mm wire) broke both times when he applied pressure against stone in bile duct. A flat plat x-ray was done; however no needles were visualized. The manufacturer representative, was notided and came to examine papillotomes on 11/2/93. The patient was rescheduled for a repeat ercp (endoscopic retrograde cholangio ancreatography).device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.